Manufacturer narrative:
On october 19, 2025, device evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. A visual examination of the returned breast implant revealed that the device was received within its sealed thermoform packaging. No physical damage, surface residues, films, oils, or other anomalies were observed upon inspection. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. The mentor microbiology department provided the sterility assurance records of the device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. The event described could not be confirmed as the breast implant was returned without detectable gel exposure, surface residues, films, or oils. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the device serial number: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the customer, after opening five mentor implants 480cc mentor memorygel boost breast implant (smo ro high pro boost gel480cc), found traces of foreign matter, such as film residues or oil, on each of them. The customer removed three implants from the packaging, but it was noted that all the implants had the same residues. The customer deemed them unsafe for use and decided to return four out of five implants. Additionally, it was mentioned, since there were no other options, one implant had to be used on the patient. It was further reported that the device should not have been implanted due to potential consequences, and that constitutes a user error. Should additional information become available, this case be re-assessed, notes will be updated, and supplemental reports will be submitted. This medwatch report is for the device serial number: (B)(6).

Manufacturer narrative:
On september 11, 2025, mentor became aware that the date of event was august 28, 2025 (field b3 has been updated accordingly). On september 18, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the device serial number: 9788390-046 manufacturer¿s reference number: (B)(4).